Event description:
During the procedure, a faradrive steerable sheath clear was selected for use. The sheath was prepared without any abnormalities. Both the mapping catheter and the farawave catheter were inserted and exchanged without issues. However, after extensive manipulation to access the right inferior pulmonary vein (ripv), the physician decided to remove the farawave catheter and reinsert the mapping catheter. During this exchange, a significant amount of air was drawn back ad excessive bubbles were observed during aspiration. No air was observed in the patient. Despite repositioning and attempting to pull back again, the same issue persisted. The physician then decided to replace the faradrive with an non-boston scientific catheter and proceeded with the mapping catheter. The staff flushed and re-prepared the sheath in a bowl of fluid to reproduce the issue, which was confirmed. The procedure was completed without any patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During the procedure, a faradrive steerable sheath clear was selected for use. The sheath was prepared without any abnormalities. Both the mapping catheter and the farawave catheter were inserted and exchanged without issues. However, after extensive manipulation to access the right inferior pulmonary vein (ripv), the physician decided to remove the farawave catheter and reinsert the mapping catheter. During this exchange, a significant amount of air was drawn back ad excessive bubbles were observed during aspiration. No air was observed in the patient. Despite repositioning and attempting to pull back again, the same issue persisted. The physician then decided to replace the faradrive with an non-boston scientific catheter and proceeded with the mapping catheter. The staff flushed and re-prepared the sheath in a bowl of fluid to reproduce the issue, which was confirmed. The procedure was completed without any patient complications. The device was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the external and internal valves torn on the inner faces by the center slit, compromising the valves ability to seal pressure and fluid within the sheath.